Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a hair was found in the sterile packaging. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h6, h10. As no product was returned, visual evaluation could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The investigation did not identify a nonconformance or a complaint out of box (coob). No product or any pictures were received for the investigation. Therefore, the reported event could not be confirmed. It is unknown when and where exactly the hair was detected. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.